Event description:
Customer reports back to back testing to a lab while using the advantage system with results of 246 mg/dl on customer's meter and 43 mg/dl at the lab. No quality controls were run. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.